Event description:
Subsequent to hanging a vancomycin drip for the patient, the roller clamp on the priming set was noted to be not working. Reportedly, vancomycin was flowing in wide open. A blue clamp was applied to the line which slowed the drip down to a normal rate. Ten minutes later the patient complained of chest pain, shortness of breath, dizziness and decreased blood pressure. The drip was discontinued, blood rinsed back, oxygen at 2l/min started and benadryl 25mg ivp was given. The symptoms subsided after 10 minutes. Physician orders were given to resume the medication, however, the patient refused both the medication and the resumption of treatment. The patient experienced no further reaction and left ambulatory.